Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous forearm vein. A 5.0x40, 40cm mustang¿ balloon catheter was advanced for dilatation. However, upon the first inflation, the balloon ruptured at 15 atmospheres after a duration of 60 seconds. The balloon was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.